Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 05/04/2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the info provided. On an unspecified date in the year 2007 at 7:00 pm, the pt obtained the blood glucose reading of 110 mg/dl on the reported meter. Afterwards, the pt experienced the symptoms of headache, vomiting and extreme thirst. The pt took no actions due to the meter reading. The pt went to the emergency room, where at 9:30 pm her blood glucose level was tested to be 955 mg/dl. The pt was treated with intravenous fluids. No info was available about the test strips in use at that time. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hyperglycemia after obtaining a blood glucose reading of 110 mg/dl on the reported meter, and received emergency medical attention and treatment. Therefore, this complaint is being reported.